Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the oxygen indicator was not working and the circuit disconnect alarm was not working at all. Patient involvement is unknown.

Manufacturer narrative:
D4: UDI updated. Report is being retracted as this file was closed as a duplicate of cc-0199810 (3012307300-2023-06798).